Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital following a syncopal episode. Review of stored device memory revealed several episodes of noise that was oversensed resulting in pacing inhibition. The patient was noted to have complete heart block. Undersensing of premature ventricular contractions (pvcs) was observed when programming changes were made. An invasive procedure was performed. The device was explanted and replaced. The lead was tested on a pacing system analyzer (psa) and noise was continually observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.